Event description:
Procedure: sigmoidectomy. According to the report: since tissue was thin and used on a lower portion, the doctor chose this device. After firing, the device was stuck and could not be removed. When the device was pulled, the colon came out of the anus. Anastomosis was cut and the device was removed. A re-anastomosis was required. When the device was checked after surgery, it was found that a ta ring was attached on the mylar of the anvil, and a staple of the ta was stuck on the mylar. There was no bleeding or further patient injury reported. The procedure was extended more than 30 minutes.

Manufacturer narrative:
Date initial report sent: 11/10/2009.